Manufacturer narrative:
A device history record review was completed on the reported lots v7d163 and v3n060. The lots were found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. Four infant heel warmer samples were received by the site on 11/01/2017. All the samples were not activated. Our site¿s quality engineer examined all the samples and all the samples had complete seals. The quality engineer then activated the samples and they did not burst or leak. The plant¿s quality system mandates suitable in-process controls to measure seal integrity of representative samples. Currently, samples are being tested for each lot produced of this product at random intervals to best gauge the seal integrity and functional leak testing. All samples pulled from this lot met the predetermined criteria before it was released. It should be noted that the hot packs do not have any type of chemical or gaseous component that would cause the pack to burst and the chemicals used in the product are food grade and non-toxic. Given the nature of this complaint, we had started a more detailed investigation corrective and preventive action (B)(4). CAPA (B)(4) had been opened to address this issue. As a containment action, plant had 100% inspection at the line to check for any seal issues that might cause burst/leakage prior to packaging of the product. CAPA(B)(4) was deemed effective and closed on 07/25/2017.

Event description:
Based on information received from the lab director at this hospital an employee had an infant heel warmer burst when squeezed. She flushed her eyes and was then evaluated in the emergency room.